Event description:
This unsolicited device case was received from united states on (B)(4) 2013 from a consumer. This case concerns a (B)(6) old female pt who experienced two episodes of vomiting and dizziness, lost complete control of body after receiving treatment with synvisc injections. Relevant medical history included breast cancer (32 years ago). The pt denied having any allergies to feathers, eggs or birds. No past drugs, concurrent conditions or concomitant medications were reported. On an unk date in (B)(6) 2013, the pt commenced treatment with synvisc injection at a dose of 2 ml (route, batch/lot number and expiration date unk) into an unspecified knee for an unk indication. The same day at night, pt became dizzy and started vomiting. The pt went to the hospital and stayed for two nights. The pt stated that the doctor performed all the tests (name not specified) and she did not have a stroke. It was reported that the dizziness lasted approx for one week. On an unk date in (B)(6) 2013, the pt went back the second week and received second injection of synvisc. The pt reported that they had to call the ambulance because she lost complete control of her body; she was dizzy and had vomiting again that night. The pt stayed overnight at the hosp. The pt did not take third injection and had felt like herself again. Action taken: withdrawn nos (not otherwise specified) as the pt did not take third injection. Corrective treatment: not reported. Outcome: recovered/resolved: for first episode of vomiting and "dizzy". Unk: for second episode of vomiting and "dizzy" and "lost complete control of body". A pharmaceutical technical complaint (ptc) was initiated with global ptc number - (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: hospitalisation for all the events. Add'l info was received on (B)(4) 2014: ptc investigation report was added.

Manufacturer narrative:
Pharmacovigilance comment: sanofi f/u company comment dated (B)(4) 2014: the f/u info does not change the previous case assessment. Sanofi company comment dated (B)(4) 2014: in this case, the causal role of synvisc cannot be excluded for the occurrence of the events of vomiting, dizziness and loss of control of body; however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.